Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. Surgical intervention was undertaken on (B)(6) 2023, during which the pocket site was revised to address the issue. Therapy was restored after the procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.